Manufacturer narrative:
Date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient tried charging their ins but it didn't charge and they thought they might have let it go too long without charging. The battery kept shifting which caused excruciating pain down their legs and in their back whenever they moved. This happened several times before and the patient always tried to push it back into place. The patient wanted to have the ins removed. If the patient bends or moves they felt a shooting pain and the ins kept sliding around and jolted them. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the cause of the charging and the stimulation issues was that the charging had to start again after it did not charge for a while. The patient thought that the stimulator was back in place. The patient indicated that the implant is fully charged, but she does not think that it is working as she does not feel it. There were no further complications reported.